Manufacturer narrative:
Per field service engineer (fse) the battery was replaced to address the reported problem. Patient information provided.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with battery failure. The customer reported that the unit was in use on patient , but there was no patient harm reported.